Manufacturer narrative:
Two devices were returned for evaluation. The evaluation result is as follows: 2 devices were evaluated for the complaint, regarding the needle button released and both could not be confirmed. 2 devices were received with the needle release button in the unused position. The needle mechanism function was tested and was verified to have functioned as intended.

Event description:
Patient stated that on (B)(6) 2021 (after 16 hours of wear) and on (B)(6) 2021 (after 18 hours of wear) the needle button accidentally released prior to the completion of the 24-hour period. Patient stated he noticed no interference with clothing.